Event description:
The facility returned the device for service. During service testing, a failure code 570:320:844:0000 was found in the pump's event history. No pt injury medical intervention has been reported.